Event description:
It was reported that something was not right with the stimulation. It was noted that something was not right with the programmer. It was noted that when it was set on 3-4 it did not do anything, but when the patient increased stimulation to 6, the patient stated it hurt a lot in the stomach and stomach muscles and was too painful. It was noted that patient thought something was ¿screwed up in it.¿ it was noted that when the patient¿s wife would try to adjust stimulation the patient would get ¿a hell of a good zap.¿ it was noted that the patient stated it was hard for him to explain what was going on. It was noted that the patient had an appointment with their health care provider in a week. It was noted that the patient had stimulation on 5 four days ago and noted that his hip felt like it was going to give out and the left testicle hurt as well. It was noted that the patient took pain medication even with the stimulation on. It was noted that this was not new pain but it was the pain that the implant was to cover. It was noted that at 4-5 it really did not help much. Patient was not aware if there were any additional programs. It was noted that the patient stated that he had to recharge already and that it was possible to tell when the battery was getting low. It was noted that the patient state that the more active you are the faster the battery went down. Additional information received reported that the manufacturer representative reprogrammed the patient the week following the initial report and the patient reported good coverage of the low back, groin, and bilateral lower extremities. It was noted that an impedance check was within normal limits. It was noted that increased stimulation occurred when in supine position.

Event description:
It was reported the programmer was not replaced. It was noted no malfunctions were seen and no cause of issue was determined.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension, product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension, product ID 37754, serial# (B)(4). Product type: recharger, product ID 37746 serial# (B)(4). Product type: programmer, patient product ID 3550-39, lot# n343398, implanted: (B)(6) 2013. Product type: accessory, product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead, product ID 3778-45,serial# (B)(4), implanted: (B)(6) 2013. Product type: lead, product ID 37746, serial# (B)(4). Product type: programmer. (B)(4).